Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that, per the instructions for use, mitraclip system gen 4, u.s. (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure. However, the off-label use did not likely contribute to the single leaflet device attachment (slda). Based on the information reviewed, the reported single leaflet device attachment (slda) was likely due to procedural conditions. The reported off-label use was due to the mitraclip device being used on a tricuspid valve. The reported tr was likely an outcome of the slda. The additional therapy/non-surgical treatment was due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: patient code 1964 removed.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. The patient anatomy included a pacemaker lead through the tricuspid valve. The mitraclip was advanced to the tricuspid valve and grasped the septal and posterior leaflets. The clip was implanted; however, after clip deployment, the clip detached from the posterior leaflet (slda). No tissue damage was noted. A second xtw clip was advanced; however, the imaging had deteriorated and there was a lot of shadowing. The physician was unable to confirm leaflet insertion. The clip was not implanted and was removed without difficulty. The tr remained unchanged at grade 3. At this time, there are no plans for a second procedure. No additional information was provided.